Event description:
Boston scientific received information that during a routine in-clinic follow up, the lead safety switch (lss) feature was observed to have been activated due to an out of range pacing impedance measurement on this right ventricular (rv) lead. It was reported that threshold measurements had been consistently high. Additionally, the lead exhibited noise, however, pacing impedance measurements in-clinic were observed to be acceptable and within range. It was also reported that the patient had experienced stimulation for approximately two months as a result of unipolar pacing. The patient was not pacemaker dependent. Boston scientific technical services (ts) discussed the likelihood of a lead issue developing. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received that no additional out of range pacing impedance measurements were observed. The physician will continue to monitor the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Subsequent information was received that this lead was surgically abandoned and replaced four months later. The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.